Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited incorrect measurements, overestimation. No intervention was performed. There were no patient consequences.